Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen was broken and had red cross on the screen. The insulin pump was not responding. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. It was received with operating currents within specification. The insulin pump passed self test, rewind test, seating test , basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. No traces on moisture were noted at electronic assemblies or motor assemblies per visual inspection. No cracks on lcd noted. The device was received with minor scratches on case.